Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 51-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. During automated impella controller (aic) transfer to the receiving hospital console, there was a purge disc not detected alarm, that resulted in an air in purge alarm, then progressed to a stopped purge alarm. Troubleshooting attempts were made. Multiple cassette and bags changed, and de-airing procedures attempted, alone with transitioning back to the implanting hospital's aic. Despite all troubleshooting attempts, the receiving hospital's aic was unable to be used. There was no noted interruption of flow or support for the patient. While the patient was in the intensive care unit (ICU), hemolysis was noted with an elevated lactase dehydrogenase (ldh) and plasma free hemoglobin. Good pump positioned was confirmed via imaging. After 20 days on support, the device was removed with a bridge to a new impella 5.5. While on support, the device functioned as intended at p-7 at 4.0 l/min with d5w heparin in the purge solution. The post-procedure outcome is survived at explant. Hemolysis can be attributed to the patient's underlying clinical presentation of decompensated cardiomyopathy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received and noted the following. The pump and patient were transferred to another hospital for a transplant work up. It is unknown if the pump is available for return as there is no visibility to that patient. Additionally noted, the issue was with the automatic impella controller (aic) console purge disc connection. Not related to the actual pump function. When the pump was transferred back to the original console there were no further purge issues. Related report number. This is one of two device reports related to the event. Refer to h10 for related report number(s).

Manufacturer narrative:
Following receipt of additional information noted in follow-up 1, the clinical narrative was updated and captured to b5 event description. Correction. D6a implant date and d6b explant date were erroneously omitted on initial and follow up reporting respectively. The fields have been populated accordingly. Investigation. The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemolysis/mechanical interaction with blood could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Related report number. This is one of two device reports related to the event. Refer to h10 for related report number(s).

Event description:
Updated clinical narrative: additional information was received from an abiomed representative that the issue was with the aic console purge disc connection. Not related to the actual pump function. When the pump was transferred back to the original console there were no further purge issues. Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 51-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. During automated impella controller (aic) transfer to the receiving hospital console, there was a purge disc not detected alarm, that resulted in an air in purge alarm, then progressed to a stopped purge alarm. Troubleshooting attempts were made. Multiple cassette and bags changed, and de-airing procedures attempted, alone with transitioning back to the implanting hospital's aic. Despite all troubleshooting attempts, the receiving hospital's aic was unable to be used. There was no noted interruption of flow or support for the patient. While the patient was in the intensive care unit (ICU), hemolysis was noted with an elevated lactase dehydrogenase (ldh) and plasma free hemoglobin. Good pump positioned was confirmed via imaging. After 20 days on support, the device was removed with a bridge to a new impella 5.5. While on support, the device functioned as intended at p-7 at 4.0l/min with d5w heparin in the purge solution. The post-procedure outcome is survived at explant. Hemolysis can be attributed to the patient's underlying clinical presentation of decompensated cardiomyopathy.